Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. No medical intervention ws required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm. Facility staff attributed the alarm to incorrect placement of the patient's vascular access needle. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has reviewed proper needle placement with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.